Manufacturer narrative:
Results: the lantern was ovalized approximately 144.0 cm from the hub to the distal tip and the ruby coils embolization coil was detached inside the microcatheter. Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured. If the device is forcefully retracted against resistance, the sr wire may become fractured. Further evaluation of the returned ruby coil revealed that the pusher assembly was kinked. This kink was likely a result of mishandling while loading into the lantern as reported in the complaint. The detached ruby coil was returned inside the ovalized lumen of a lantern. Evaluation of the returned lantern revealed that the distal shaft of the catheter was ovalized. If the microcatheter catheter is mishandled while being loaded into the parent device or without using the peel-able sheath supplied by penumbra, the device may become ovalized. These ovalizations likely contributed to the pusher assembly becoming kinked and the sr wire fracture. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01469; 3005168196-2018-01470.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, a lantern became bent as it was being removed from its packaging hoop. The damage to the lantern occurred prior to use and, therefore, the lantern was not used in the procedure. The physician then opened and placed a new lantern in the target location, and successfully deployed and detached multiple ruby coils. The hospital technician then accidently bent the pusher assembly of a ruby coil while loading it into the lantern and, consequently, the pusher assembly of the ruby coil broke into pieces and the embolization coil detached. The physician therefore removed the lantern with the ruby coil inside, and the procedure ended at this point because the existing embolization was sufficient. There was no report of an adverse effect to the patient.